Event description:
Health care professional (hcp) reports home patient (hp) with leak in transfer set around twist clamp area. This was a new transfer set hcp changed transfer set and reported no patient injury or medical intervention related to this incident.